Manufacturer narrative:
The event date is approximate.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the spinal cord stimulation (scs) would shock the patient, and they were not able to shut it off. The patient said it was very intense and almost dropped them to the ground. The patient said this would happen at various times, like when they were driving. The patient did not know if this issue was related to their leads in the spinal cord, because they had a spinal surgery in that area. The patient stated they had surgery on (B)(6) 2016, and the shocking occurred sometimes afterwards in 2016. The patient mentioned multiple medical issues that were either pre-existing their scs system or unrelated to it. The patient was implanted with scs after they were in a bad car accident. The patient said their nerves are not connected like they are supposed to be. The patient had a surgery to "reattach her hip and back." The patient said the healthcare professional (hcp) reconnected them with metal. It was a new procedure called "ifuse." The patient said the hcp used rods and had to "mallet them" through their bones. The patient said their body was three inches lower on one side compared to the other, so they had a surgery to have the other side "raised up." The patient also mentioned they had leaking spinal fluid from a spinal disc issue that caused her to be in bed for a long time. The patient confirmed that all these issues were not related to the scs device or therapy. No further complications were reported/anticipated.